Event description:
The lay user/reporter contacted lifescan (lfs) in 2005 and alleged that the patient's meter was set to the incorrect unit of measurement. The patient normally obtains results in mmol/l, but it was reading in mg/dl. The patient stated that her meter was set to the incorrect unit of measurement, but she was unaware of it. She was unable/unwilling to answer if the meter had previously been set to the correct unit of measure. She reported that she was taking extra insulin based on the results. She visited her physician for a check up and the physician discovered that the meter was set incorrectly. The patient stated that she did not suffer any adverse events based on the extra insulin. The physician looked at the patient's meter; she did not receive any medical attention.